Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the laptop 1150 ventilator alarmed low pressure while connected to a patient. The customer stated that the patient was non-responsive, the family started CPR (cardiopulmonary resuscitation) and 911 was called. The customer also stated that they revived her after some time and she was transported by ambulance to a local hospital, but passed away 2 days after the reported event. It was confirmed that the patient had a pre-existing condition of congenital central alveolar hypoventilation syndrome.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evalution. The unit was visually inspected and found no physical damage. Then unit was connected to an ac power, set up to perform a post test and events trace download. Powered unit on into maintenance mode, post test passed. The reported problem was confirmed through the events, but not duplicated during functional check. Ltv 1150 service repair p/n 18984-001-99 s/n (B)(6) will be moved to factory service to have assembly processed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.